Event description:
The radiologist reported that measurements from the modality (siemens xa unit) are correct but when the same area is measured in pacs ra10000 workstation, the measurement is not correct. It appears as though ra1000, by design, may not be taking estimated radiographic magnification factor into account when calculating measurements while the modality does. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.